Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, in a patient with tortuous anatomy, the valve dislodged upon release. It was reported that the valve was implanted at the level of the sinuses and dislodged to the ascending aorta. A snare was used to reposition the valve to the proximal ascending aorta, distal to the innominate artery. Subsequently, a 26 mm non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.